Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the us.

Event description:
It was reported that a durom shell was revised.